Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 116 mg/dl. Customer started to pass out later. Customer was taken to the hosp and admitted. Their glucose was 27 mg/dl and customer was treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.